Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). Pre-dilatation was performed. The 3.5x28mm xience pro stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and was removed without reported issue. Additional pre-dilatation was performed. The same 3.5x28mm xience pro sds was re-advanced, failed to cross, and the proximal shaft separated. As the separation occurred outside patient's anatomy, the separated sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x28mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.